Event description:
Initial surgery on (B)(6) 2013. Rotator cuff failure resulting in revision to reverse on (B)(6) 2015.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.